Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. Date of issue is an approximation. The patient experienced a signal loss lasting over an hour. He stated that he had fainted during this time and did not know why. His mother called an ambulance and he was taken to the ER where he was discovered to be hypoglycemic. Due to being unconscious he did not know if a bg meter reading was taken. He declined to provide information about what treatment was provided to him in the hospital, only stating that he was released the following day on (B)(6) 2021. At the time of the report he was stable. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.